Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were recommended, but no changes or intervention were performed. There were no patient consequences.